Manufacturer narrative:
Concomitant medical products: product ID 2490g21, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a manual transmission, the patient was unable to get any green lights on the telemetry portion on the monitor. The implantable pulse generator (ipg) device remains in use. No patient complications have been reported as a result of this event.